Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's jaw boot broke off inside the patient's leg. A replacement unit was used to retrieve the broken jaw piece through the original incision and complete the procedure. No additional incision was required. The hospital did not report any patient complications as a result.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.